Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The user experienced an elevated blood glucose level above 500 mg/dl and was addressed with a manual injection. It was confirmed the user has alternate insulin therapy available.